Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A random sample of 32 units was taken from the manufacturing process, the units were visually inspected in order to verify that the components do not present any damage; no discrepancies were found during the inspection. The root cause was unable to be determined. As a preventive action, a notification of this complaint to the production personnel was conducted by document control technician.

Event description:
It was reported the device routinely experienced the connective tubing (@ top of the l-370 sets) kinking off, when attached to either an IV admin. Set or blood set, in multiple areas. Multiple occasions, since began using hl-390 and l-370 over last few months.